Event description:
It was reported during a hip arthroscopy procedure using the ambient super turbovac 90 ifs, one of the electrodes detached from the screen while inside the joint. The pt was given an -xray, however the surgeon was unable to find any visible debris remaining in the surgical site. The procedure was completed without significant delay, using the same device. There were no pt complications reported as a result of this event.